Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the event onset, the patient was hospitalized. On an unknown date, the patient was treated with vancomycin injection (1g, once in every 3 days, route and duration not reported) and ceftazidime injection (1 g, everyday, route and duration not reported) for peritonitis. Antibiotic treatment with vancomycin and ceftazidime were stopped. On an unreported date, the patient was treated with meropenem injection (1 g, ongoing, route and frequency not reported) for peritonitis. The patient was discharged 13 days after the event onset. At the time of this report, the patient was recovered and pd therapy was ongoing. No additional information is available.